Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "perspiration of silicone discovered during explant surgery, and a capsular contracture (baker grade ii). Hard breast, but kept a normal shape. The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional additionally reported, rupture.